Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the catheter was used for evt (endovascular therapy) during a therapeutic peripheral procedure. During crossing the lesion inside the body the image partially disappeared. The catheter was reconnected to the pim but the problem was not solved. No additional medical or surgical intervention was required. There were no adverse events. All portions of the device appeared accounted for after removal from the patient. There was no patient injury. The patient was discharged as expected in stable condition. Vessel: right sfa, artery tortuousness: slight, calcification: moderate, isr: no, catheter approach: contralaterally from femoral artery the returned device was evaluated in accordance with the manufacturer's policy. The device was visually and microscopically inspected and damage was observed. The floppy tip was stretched and broken off 4 mm from the distal end of the scanner, the broken off portion of the floppy tip was not returned with the device, and there were scratches on the esl. The wire bond test was performed and the device failed. An intermittent open connection was present on the clk (brown) circuit. The apt test was performed on the ispam system and the device failed. Dc output and echo values failed to meet thresholds on every element. The device was connected to the imaging system and the system returned a "catheter fault detected" error message. The complaint was unable to be duplicated. However, other imaging failures were detected. The probable cause of the observed imaging failure is an intermittent open connection on the clk circuit as a result of the compromised connection at the weld legs. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. In addition to the imaging failure, the device was returned with a portion of the floppy tip was broken off. The remaining portion of the floppy tip was not returned. There were no defects observed with the returned portion of the device that could have contributed to the observed floppy tip separation. The probable cause of the floppy tip separation is damage in use. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the separation occurred. The instructions for use (IFU) cautions the visions pv .018 digital ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. Protect the electrical connections from exposure to fluid. Do not handle the transducer. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as the device returned was missing a piece of the distal tip and we could not determine when the separation occurred.